Event description:
It was reported by a customer that on (B)(6) 2011 in the middle of the procedure a malfunction occurred with the laser system. The system monitor started to switch to different screens, back and forth. Per the customer, they were unable to clear anything on the screen or see what screen they were taken to. The procedure was unable to be continued with the laser system. The procedure was completed with the "electrical surgical unit." No pt harm was reported.